Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  It was not reported if the patient was hospitalized or treated for the event.  The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.